Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack at the battery compartment of the pump. The customer reported blood glucose value of 35 mmol/l. The customer experinced hyperglycemia, vomiting and elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1881. Troubleshooting was performed for cosmetic damage and customer reported that the damage was affecting/impacting pump functionality. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed for hyperglycemia. Customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was inactive at the time of the reported event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1881 was requested, and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 13-may-2025, there is no unexpected suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. On the event date of 13-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 73750 (7.375 u) and dailytotalofbolusinsulindelivered = 192000 (19.2 u) which is equal to the dailytotalofallinsulindelivered = 265750 (26.575 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 13-may-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 11-may-2025, 12-may-2025 and 13-may-2025 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.74 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.